Event description:
It was reported tulip head broke off on insertion.

Manufacturer narrative:
Method: device not returned; results: the device was discarded and not available for evaluation, so testing and inspection could not be performed to aid in root cause analysis. Conclusion: it is likely that over-tightening of the blocker during final tightening lead to this disengagement. However, because the device was not received back this cannot be confirmed.

Event description:
It was reported tulip head broke off on insertion.